Event description:
It was reported that pump had unresponsive touchscreen. No information was provided regarding impact to customer¿s blood glucose level. Customer declined further follow up, no additional action was required, and customer was out of warranty and in process of obtaining new device.